Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vasculitis ("suspicion of vasculitis"), fatigue ("tiredness"), apathy ("unwillingness"), hyperhidrosis ("symptoms of sweating") and asthma ("asthma started"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, fatigue, apathy, hyperhidrosis and asthma outcome was unknown and the vasculitis had resolved. The reporter provided no causality assessment for apathy, asthma, dysmenorrhoea, fatigue, hyperhidrosis and vasculitis with essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vasculitis ("suspicion of vasculitis"), fatigue ("tiredness"), apathy ("unwillingness"), hyperhidrosis ("symptoms of sweating") and asthma ("asthma started"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, fatigue, apathy, hyperhidrosis and asthma outcome was unknown and the vasculitis had resolved. The reporter provided no causality assessment for apathy, asthma, dysmenorrhoea, fatigue, hyperhidrosis and vasculitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.